Manufacturer narrative:
The sample was returned with the aluminum foil peeled. A visual inspection performed with the naked eye verified that the sponge was found fully separated from the cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was mishandling during transportation/distribution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap, it was determined that the sponge was found to be fully separated from the cap. There was no patient involvement. No additional information is available.